Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: bd received 7 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 16 retention samples from bd inventory were evaluated by [explain: visual examination or functional testing] and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that the tube does not fill completely and blood flow is slow. No patient impact reported.